Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No cosmetic damage noted.

Event description:
It was reported that the customer had an absence of no delivery alarm and caused him high blood glucose 500mg/dl. Customer stated he treated with a manual injection. During trouble shooting, customer found air bubbles in tubing. Performed the high pressure test, and it failed twice. The blood glucose reading was 330mg/dl. Nothing further reported.